Event description:
Procedure type: sigmoidectomy. According to the reporter: during the procedure, the device could not be inserted into the patient's anus although several attempts were made. Then the physician removed the device from the patient and found the staple was protruded. Since the patient's tissue was damaged, manual suturing was performed. The safety was not released per physician. Operating time was extended by more than 30 minutes. There was tissue damage.

Manufacturer narrative:
(B)(4).